Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. No intervention was taken against the ipg. Reported, issue was resolved and therapy was restored post operatively.

Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR report: 3006705815-2019-01712, reference MFR report: 1627487-2019-05451. It was reported the patient is unable to set the ipg into MRI mode. Diagnostic revealed low impedances. In turn, surgical intervention may take place at a later date to address the issue.